Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. Pre-dilation was done with a 4mm coyote balloon, and a 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 6 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.